Event description:
An 18 year old underwent laparoscopic cholecystectomy on 12/18/1998. Post operatively, the drapes were removed. Reddened areas noted on left side of face and left side of lip; thought to be possible electrocautery burns (the reddened areas were not there preoperatively). Area of drape which may have covered face had two (2) very small holes.